Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a concentric lesion in the mid left anterior descending artery with moderate tortuosity, heavy calcification and 90% stenosis. A 2.0x12 mm rx mini trek balloon dilatation catheter (bdc) was advanced without resistance to the target lesion for pre-dilatation. The balloon was inflated once at 8 atmosphere (atm) and during the second inflation, the balloon ruptured at 10 atm when inflated for 15 seconds. The bdc was removed without resistance from the patient anatomy and replaced with an unspecified nc bdc. The lesion was dilated without issue and the procedure was successfully completed after stent implantation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.